Event description:
The pt was revised due to the patella was fractured and the insert had minimal wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported patella fracture, but reported mismatch between the patella and femoral component size may have been a contributing factor. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.